Event description:
It was reported that the grease-like foreign matter was found on the bd luer-lok¿ syringe's piston stopper after being removed from the packaging. The following information was provided by the initial reporter: "customer found newly open syringe is wet and gel look likes objects inside under lot no : 8144321. They suspect is excessive lubricants on piston and would like to have an exchange for this lot."

Manufacturer narrative:
Investigation summary: three photos were received for evaluation by our quality team. Upon visual inspection of the three photos, a layer of coating on the rubber stopper was verified which is suspected to be silicone which is applied during the assembly process but silicone cannot be confirmed without the receipt of the actual sample. A device history record review was performed and showed no non-conformance's associated with this issue during the production of this batch. The probable cause could be the silicone gun tip seat or valve was worn off which resulted an additional amount of silicone accumulated at the tip seat. Hence, during silicon spraying at the assembly machine, a layer silicone was deposited at top of the stopper.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the grease-like foreign matter was found on the bd luer-lok¿ syringe's piston stopper after being removed from the packaging. The following information was provided by the initial reporter: "customer found newly open syringe is wet and gel look likes objects inside under lot no : 8144321. They suspect is excessive lubricants on piston and would like to have an exchange for this lot.".